Event description:
Allegedly, patient was revised due to instability revision njr number: 4575430. Side: r. Primary asa: mild disease not incapacitating component not revised: advance onlay all poly patella 38mm tripeg product ID: kpontp38 lot no.: 15556871569625 mhra reference no: (B)(4).